Manufacturer narrative:
Investigation results: aesculap ag has carried out a visual and microscopic inspection; the product was manufactured in 04/2019. Aesculap ag carried out a test in function, and it was detected that in the adapter the ceramic insulation and the working end is broken, therefore the function is also not given. The canceled end of work was not made available for examination. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the current information and as well as a result of the investigation, a definitive conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure. The product is outside the warranty period. According to the IFU ta010096 2022-10 change no. Ae0062044, there are points given in order to prevent damage caused by improper setup or operation, general safety information, product specific safety information, and assembly guidelines. Also, not to compromise the manufacturer warranty and liability. Based upon the investigation results, a CAPA is not required.

Event description:
Update: this had occurred during laparoscopic cholecystectomy.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pl700 - disposable bipolar metz scissor 5/310mm. According to the complaint description, the surgeon was using the scissors to cut down some adhesions and it broke. The two blades of the scissors fell into the patient. The surgeon was able to retrieve both blades. Additional medical intervention was necessary. This malfunction prolonged the surgery for 10 minutes. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).